Event description:
The customer was reported that the pump displayed a ¿cassette not attached¿ alarm during testing. Per reporter, there was no patient involvement.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. Functional testing was performed. The latch lock test was failed during the evaluation. The probable cause was due to worn/defective latch lock sensor. The latch lock sensor was replaced.